Manufacturer narrative:
D10 concomitant product: rfagenj, rfagenj jp rf ablation system x1 (serial#(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, incomplete ablation occurred, necessitating a transition to partial resection. Despite multiple ablation attempts, the tissue was not burned at all, and no bubbles were visible on ultrasound. Increased resistance was noted after the injection of a 5% glucose solution, prompting the attachment of an additional return electrode. The first dispersive electrode was applied to the right thigh, and the second additional one was applied to the left thigh. Breaks occurred during ablation sessions, with final temperatures reaching approximately 68°c to 70°c, but the desired tissue effect was not achieved. The specimen after resection, a tumor 6mm in diameter within indication and with a 2cm margin, did not feel burnt and the tissue was fresh, with no lymph node or distant metastasis. Neither the surface nor the inside of the specimen was ablated at all. No unintended areas were ablated. There were no issues with the system circuitry, return electrode, or location, and the puncture technique was performed as per standard practice. Additionally, the output check was not performed before use. The tip of the needle was slightly ablated, but the rest of the needle was completely ablated.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during procedure, incomplete ablation occurred, necessitating a transition to partial resection. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.